Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: item name: unknown femoral component. Item name: unknown bearing. Item name: unknown bone cement. G2: foreign-belgium. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is p010014. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent knee revision surgery due to loosening of the tibial implant. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d6, g1-2, g3, g6, h2, h4, h11. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4 the following sections were updated: b4, b5, d9, g3, g6, h2, h11. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product verified the item lot combination. Product exhibits signs of use (gouges) and confirming complaint there is no visible signs of cement on the tray. Performed dimensional analysis results within specification. Visual examination of provided picture taken during the operation identifiy that the cement is still on the tibia of the patient but there is nothing on the tibial implant. There was no connection between the cement and the tibial implant. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The investigation indicates a failure in the cement-implant interface, rather than the cement-bone interface. All possible contributing patient- and procedure-related factors are unknown; therefore, a complete assessment cannot be performed. Investigation of manufacturing records found no product non-conformance. Therefore, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.